Manufacturer narrative:
The reported event of backup mode and device unable to interrogate was confirmed. Device was received with battery voltage at end-of-service level. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. Header problem is consistent with manufacturing anomalies. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Correction: h6 - result section - code 114 "operational problem identified" should be replaced with code 170 -" manufacturing process problem identified" as a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Additional testing notes the device had no communication and no output. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated elevated current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that the pacemaker was in backup vvi operation. Multiple attempts to restore telemetry failed. The patient's pacemaker was explanted and replaced. There were no patient consequences or patient complications before, during and after the procedure.